Manufacturer narrative:
Block b3: the exact date of event was not reported. The retrospective study date january 1, 2015, is used for the estimated date of event between january 2015 and november 2021. Block d4, h4: the literature article did not provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: literature source: carlos ernesto lambo-moreno; oscar mauricio munoz-velandia; ana maria leguizamo; david larotta; romulo varga. "Clinical characteristics, treatments, and outcomes of difficult biliary stones in a reference hospital in colombia." Rev gastroenterol peru. 2023; 43(2):120-6. Block h6: imdrf patient code e1021 captures the reportable patient complication of pancreatitis. Imdrf patient code e1109 captures the reportable patient complication of cholangitis. Imdrf patient code e2114 captures the reportable patient complication of perforation. Imdrf patient code e0506 captures the reportable patient complication of "bleeding requiring blood transfusions." Imdrf impact code f2202 captures the "endoscopic sphincterotomy plus large balloon dilation (eslbd), cholangioscopy guided laser lithotripsy (cgll)" and other endoscopic procedures performed. Imdrf impact code f08 captures the "prolonged hospitalization (median length of stay is five days), and unscheduled readmission <30 days." Imdrf impact code f0801 captures the "intensive care unit admission (median length of stay is two days)." Imdrf impact code f2302 captures the "bleeding requiring blood transfusions."

Event description:
Note: this report pertains to one of three devices mentioned in the literature article. Refer to manufacturer reports # 3005099803-2024-05547 and 3005099803-2024-05585 for the associated device information. Boston scientific became aware of events involving flexima biliary stent with delivery system, cre rx biliary balloon dilatation catheter and spyglass ds direct visualization system through the article "clinical characteristics, treatments, and outcomes of difficult biliary stones in a reference hospital in colombia" by carlos ernesto lombo-moreno, et al. Per the article, between january 2015 and november 2021, a total of 146 patients with difficult biliary stones (dbs) were included in this study. The following occurred with the study patients: bleeding requiring blood transfusions, pancreatitis, cholangitis, perforation, intensive care unit admission (median length of stay is two days), prolonged hospitalization (median length of stay is five days), and unscheduled readmission <30 days. Please see the referenced article for full details and full listing of physicians and healthcare facilities.